Event description:
During coil embolization within the hcc-tae, the physician felt large resistance inserted the terumo guidewire into the microcatheter. He exchanged the micorcatheter with a new one again he felt large resistance. He removed the guidewire and microcatheter as a unit from the patient's vessel. A new guidewire and microcatheter were used to complete the procedure. There was no adverse consequence to the patient. This is one of two products used on the same patient. MFR report# 1058196-2006-00046.